Event description:
Medtronic received information that during the implant of this 27mm bioprosthetic valve, the surgeon was suturing the valve when he noted that the cusp was damaged. The valve was explanted and replaced with a 25mm mosaic valve. There were no adverse patient effects. The explanted valve was returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection noted the valve was discolored showing evidence of blood contact. All leaflets were slightly stiff but flexible. This is expected since the valve went through decontamination process that includes a high concentrate of a tissue fixation and the blood contact. The non-coronary and left cusps were intact. A perforation or puncture on the inflow of the right cusp adjacent to left right inferior coaptive area appeared to be due to a sharp object such as forceps. All commissures were intact. The device history record was reviewed and showed that this valve met all manufacturing specifications for product released to distribution. Conclusion: based on the analysis/investigation, there were no design, manufacturing or component anomalies that would have caused or contributed to the reported event. Based on the analysis findings, a perforation was confirmed, likely caused by a surgical instrument. It was concluded that use error was the likely cause of the event. There are no trends on this issue. (B)(6). (B)(4).